Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-01001. It was reported the patient experienced pain at the lumbar extension site. Reportedly, surgical intervention will be undertaken as the next course of action to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2017-01001. Follow-up identified surgery took place on (B)(6) 2017 wherein the extensions were explanted.